Event description:
The patient presented to the emergency room with an intrinsic heart rate in the 30's and no pacing observed. The pulse generator could not be interrogated, and was replaced. After the device was explanted, interrogation revealed it was in bvvi mode. In 2008, measured data was 2.56 v, 15 ua, and 14 kohms with an estimated 0.25 to 0.5 years remaining longevity.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri). After replacing the battery and downloading the product code the device functioned normally. The ceramic feedthru board in the device was cracked which most likely occurred when the epoxy connector header was being broken off during explant.